Event description:
It was reported that dissection of the right external iliac artery occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. The anatomy was mildly tortuous. The native aortic annulus was calcified and severely stenosed. A small size acruate neo2 valve was prepared and loaded on to an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The small size acurate neo2 valve was successfully deployed to treat the native aortic annulus. At the end of the procedure, the 14f isleeve introducer sheath and dilator were removed from the patient and a dissection and perforation of the right external iliac artery was noted. The dissection was treated with the implant of a 8.0 x 60mm non-boston scientific stent. The patient experienced hypotension following implant that was attributed to the 14f isleeve introducer sheath. The hypotension was treated with the administration of fluids and one does of levophed to the patient. The patient condition was good following stent deployment. The patient was planned to be discharged from the hospital six days post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned to boston scientific (bsc) and was analyzed by a bsc quality engineer. The returned device consisted of the 14f isleeve introducer sheath with the dilator completely pushed through the sheath and out the sheath tip. Visual analysis revealed that two of the three seams were found to be expanded with seam 1 expanded from the tip of the device to approximately 21.5cm. Seam 2 was expanded from approximately 0.5cm to 20cm. The expanded seams observed on the returned 14f isleeve introducer sheath are consistent with device use and are expected as they are expanded on the seamlines. The tip was also torn along the seam lines, which is consistent with device use and is expected. Additionally, two kinks were seen along the sheath of the 14f isleeve introducer sheath with kink 1 observed at approximately 9cm and kink 2 observed at approximately 13cm. It is likely that the kinks occurred due to use during the procedure. Media was not provided for review due to the site's hospital policy.

Event description:
It was reported that dissection of the right external iliac artery occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. The anatomy was mildly tortuous. The native aortic annulus was calcified and severely stenosed. A small size acruate neo2 valve was prepared and loaded on to an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The small size acurate neo2 valve was successfully deployed to treat the native aortic annulus. At the end of the procedure, the 14f isleeve introducer sheath and dilator were removed from the patient and a dissection and perforation of the right external iliac artery was noted. The dissection was treated with the implant of a 8.0 x 60mm non-boston scientific stent. The patient experienced hypotension following implant that was attributed to the 14f isleeve introducer sheath. The hypotension was treated with the administration of fluids and one does of levophed to the patient. The patient condition was good following stent deployment. The patient was planned to be discharged from the hospital six days post procedure.